Event description:
A falsely elevated high-sensitivity troponin I (tnih) result for one patient was generated on an atellica im 1600 analyzer. The initial result was reported to the physician(s), who questioned the result. The sample was repeated two additional times on the same atellica im and the results were similar to the initial result. The sample was repeated on a non-siemens instrument and resulted lower than the initial result. The customer is unsure which result is correct and suspects interference in both methods. All results were provided to the physician with the following note: interference in the ctni assay is suspected. There are no known reports of patient intervention or adverse health consequences due to the discordant, tnih patient results.

Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of discordant elevated results for a patient using the high-sensitivity troponin I (tnih) assay on an atellica im 1600 analyzer compared to an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Qc was in range at the time the sample was run and the patient sample results were reproducible: atellica im initial result 412 ng/l, repeated in duplicate on the same system 426, 425. This indicates a sample/patient specific incident. There is no sample remaining to be sent to siemens for further testing. Patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies however this cannot be further investigated or ruled out without additional specimen. Siemens also cannot rule out other non-specific potentially interfering substances in the sample. The atellica im tnih method is a high sensitivity troponin I method compared to the alternate method which is a conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. Results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Also there are cardiac and non-cardiac conditions other than acute myocardial infarction that are known to cause myocardial injury and elevated tni values. No potential product issue is observed. The customer is operational. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings.